Manufacturer narrative:
510k: this report is for an unknown 3.5 mm cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021 that the patient underwent an open reduction internal fixation (orif) to treat a nonunion of the humerus. The hardware was mostly removed except for one intact screw and one broken 3.5 cortex screw tip that was retained. Bone grafting was performed and a new plate and screw construct was applied. This report is for one (1) unknown 3.5 mm cortex screw. This is report 1 of 1 for (B)(4). This complaint was created to capture intra-op event and is linked to (B)(4) which captures the post-op event.